Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on this information, the reported perforation was related to procedural conditions. The reported medical intervention was a result of case specific circumstances as the reported atrial perforation as treated with an occluder. The reported patient effect of cardiac perforation is listed in the mitraclip g4 system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report atrial perforation and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter was advanced to the mitral valve, and three clips were deployed. After the sgc was removed, a right to left shunt was observed. The atrial perforation was successfully treated with an occluder. Three clips were implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.